Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide further patient details. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that the vascular stent was found to be fractured in the sfa six months post implantation. Reportedly, a recanalization was performed and another stent was placed for treatment. The patient status was reported to be good after the intervention. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. On the basis of the evaluation of the images provided, it could be confirmed that the stent was found to be fractured six months post implantation in the sfa. The fracture was identified as a complete fracture with preserved alignment of the components. The alleged occlusion could not be confirmed as the image provided was taken without contrast media. The vessel was calcified. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. A difficult vessel anatomy as well as a challenging placement site may be contributing factors to the reported event. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release, an insufficient pre or post-dilation as well as highly calcified vessels, the patient's condition or the vessel anatomy may result in an irregular stent placement and subsequent stent fracture. In this case, the vessel was calcified but no issues were reported during the initial stent placement. Reportedly, the lesion had not been pre-dilated and no difficulty was encountered when the system was being advanced to the lesion site. On the basis of the information available and the evaluation of the images, a definite root cause for the event reported could not be determined. The IFU supplied with this device sufficiently describes the correct stent placement procedure. Also the IFU states: "cases of fracture have been reported in clinical use of the lifestent vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced > 10 % elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture. The long-term clinical implications of these stent fractures have not yet been established." Furthermore, the IFU states: "gain femoral access utilizing a 6 f (2.0 mm) or larger introducer." Also the IFU indicates that pre-dilation of the lesion should be performed by using standard techniques and post stent expansion with a pta catheter is recommended.

Event description:
It was reported that the vascular stent was found to be fractured in the sfa six months post implantation. Reportedly, a recanalization was performed and another stent was placed for treatment. The patient status was reported to be good after the intervention. There was no reported patient injury.